Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-tortuous and non-calcified vessel in the forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 24 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from the inner shaft and coming out of the tip. An examination of the markerbands identified no issues. A visual examination found the tip to be damaged. A visual examination found no issue with the markerbands. A visual and tactile examination identified inner shaft damage 2mm proximal of the proximal markerbands.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-tortuous and non-calcified vessel in the forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 24 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and patient was in good condition post-procedure.